Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient's right ventricular (rv) lead was undersensing and the clinical staff was unable to program around it. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.